Event description:
A gelseal vascular prosthesis was implanted. After release of blood flow, the graft showed sweating that could not be stopped. The graft was explanted and replaced with another graft. Date of event is an estimate as this info is unk.